Event description:
Measured lv threshold 2.75v at 1.0 ms, output is programmed at 1.25v at 1.0 ms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).